Manufacturer narrative:
D2B: PRO CODE: (PRODUCT CODE): FGE, LIT. G4: PREMARKET / 510(K): K141521, K141597. GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Event description:
IT WAS REPORTED THAT A BALLOON RUPTURE OCCURRED. A 10.0 X 40, 75CM MUSTANG BALLOON CATHETER WAS ADVANCED FOR DILATATION. DURING THE INFLATION AT NOMINAL PRESSURE, THE BALLOON RUPTURED. THE PROCEDURE WAS COMPLETED WITH ANOTHER 12 X 40MM MUSTANG DEVICE. THERE WERE NO PATIENT COMPLICATIONS AS A RESULT OF THIS EVENT.

Event description:
It was reported that a balloon rupture occurred.A 10.0 x 40, 75cm Mustang balloon catheter was advanced for dilatation. During the inflation at nominal pressure, the balloon ruptured. The procedure was completed with another 12 x 40mm Mustang device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: Pro Code: (Product Code): FGE, LIT.G4: Premarket / 510(k): K141521, K141597.Investigation results:Device analysis findings: Upon receipt at our Post Market Quality Assurance laboratory, this Mustang device was examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leakage test identified a balloon pinhole located approximately 2mm distal of the proximal markerband. A visual and tactile examination found no kinks, damage to the shaft of the device, or damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. DHR (Device History Record) Review:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review: Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review: A risk review performed for the Mustang device confirmed that the event of Balloon- Material Rupture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Conclusion:Based on a thorough review of the reported complaint, Boston Scientific concludes the most probable root cause as Adverse Event Related to Procedure.